Event description:
The customer called into customer svc to advise that her suction on her pump was not the same and that she was going through a second round of mastitis.

Manufacturer narrative:
Customer was sent a replacement pump. Customer stated that this is second time she is being treated for mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.